Manufacturer narrative:
(B)(4) - 5/13/2015 - should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the patient alleges that the frame broke at the weld and the patient fell out of the seat. The dealer isn't sure if the patient had his seat belt on. The dealer states the patient broke one of his feet and has a cast on it, he states he doesn't remember which one.

Event description:
Dealer states the patient alleges that the frame broke at the weld and the patient fell out of the seat. The dealer isn't sure if the patient had his seat belt on. The dealer states the patient broke one of his feet and has a cast on it, he states he doesn't remember which one.

Manufacturer narrative:
(B)(4) - the updated fields were based on the return and evaluation of the product. Based on the expanded evaluation report the support tube holding the seat post had torn away from the surrounding frame and angled backward. The three welds on the right side of the support tube were broken. The large weld connecting the vertical support tube to the front horizontal frame tube of the frame had also broken, leaving the weld material intact but tearing the front horizontal frame tube material.